Event description:
The event occurred on an unspecified date in january 2023. The customer reported that one syringe was returned to the syringe manufacturer (incident dating back to january). They have reported back to us that there was a small piece of polymer/plastic jammed in the end of the luer lock end and probably from a needle free device. No other information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Device history review cannot be performed as lot number is unavailable.